Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) following a dignostic procedure. It was reported that fluoroscopy confirmed the access site to be in the common femoral artery. The physician encountered no difficulties with device insertion, mark achievement, foot and needle deployment, or suture retrieval. When returning the lever of the device to its original position to park the foot, the physician reported that he "felt that the foot had not fully closed". The physician opened and closed the lever of the device in an attempt to fully park the foot of the device. When the device was removed from the arteriotomy, the lever was reported to be flush with the body of the device, indicating the foot of the device had parked. However, a "small amount of the foot protruded from the device" and the physician observed a "piece of arterial tissue" in the foot. Hemostasis had been achieved with the device. It was reported, there was a "small amount of oozing "from the arteriotomy site. There was no report of adverse patient sequelae.